Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has an infection at the lead site. The patient is currently hospitalized and being treated with antibiotic therapy.